Event description:
Event description guidant received information that this ventricular(m4464) lead was detecting noise that was resulting in oversensing, which inhibited pacing. Also, multiple ventricular tachycardia episodes were stored on the pacemaker as a result of the noise. The patient had no adverse effects from this oversensing. The atrial lead(m4453) was noted to have sensing issues. The pacemaker was removed due to age, to avoid another procedure in the next couple of years. The pacemaker and ventricular lead were explanted and replaced.